Event description:
It was reported that a user experienced recurring nocturnal low glucose while using the ilet bionic pancreas, with reports indicating frequent time in the low end of the target range and at least one brief glucose value of 69 mg/dl that returned to target within minutes; the user denied excessive pausing and reported appropriate meal announcements, and troubleshooting and education were completed with assignment for further training. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included technical support review of user reports and usage patterns. Investigation of this case revealed no evidence of device malfunction, misuse, or algorithm pausing beyond expected operation. It was concluded that the cause of hypoglycemia was unclear and that the device functioned as intended based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.